Event description:
The patient reportedly experienced a decrease in sound performance. In addition, it was also reported that the patient is experiencing pain at the implant site. External equipment has been exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed that the device is functional. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.